Event description:
It was reported that the patient had a xience stent implanted in the proximal left anterior descending artery on (B)(6) 2011. The patient presented on (B)(6) 2011 with an st elevated myocardial infarction (stemi). Thrombosis was observed at the site of the xience stent. A small dissection was also observed just distal to the stent, which the physician felt contributed to the thrombosis. A 3.0 x 15 mm vision stent was deployed distal to the xience v stent to treat the dissection and thrombosis. The patient outcome was good. The physician also commented that the patient was possibly non-compliant with her platelet therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported dissection, myocardial infarction (mi) and thrombosis are listed in the xience v instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.